Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site when sitting due to the low placement of the pocket. The patient underwent a revision procedure wherein the ipg was replaced, and pocket site revised. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.